Event description:
The nurse reported that the central nurse's station (cns) made a loud noise and then shut down on its own. When booting back up, it displayed a "device count error" message. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) made a loud noise and then shut down on its own. When booting back up, it displayed a "device count error" message. Technical support (ts) had her reboot the cns, which resolved the issue and patient monitoring was resumed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.